Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level. Customer continuous glucose monitor read high; however, a specific bg value was not provided. Reportedly, the cause for the reported issue was due to the customer stopping insulin delivery and forgetting to resume insulin delivery when intended. The customer administered a correction injection to treat the bg. The customer continued to use the pump for insulin delivery.